Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with two 375cc mentor memorygel breast implant prostheses and suffered unexplained systemic symptoms, including pain, fatigue, headaches, uncomfortable feeling, and abnormal mammogram (unspecified) postoperatively. The root cause of the patient¿s symptoms is unclear. In addition, the patient stated that MRI indicated that her left implant was ruptured. The diagnosis of the left-sided rupture was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2021. This report is for the left-sided prosthesis.